Manufacturer narrative:
A philips authorized service provider (asp) evaluated the unit and confirmed the occurrence of error code related to blower stalled. The customer's complaint was verified and duplicated. The asp replaced the blower to address the problem. The unit successfully passed testing after the repair was completed. The replaced blower was received for internal component analysis. The customer's complaint was verified during evaluation. It was noted that the 4-wire resistance test failed. The blower stalls instantly, and spins with heavy resistance.

Event description:
It was reported that the blower in the system has gone out. It is currently unknown if there was any patient involvement at the time the issue was discovered, however, there is no patient or user harm reported.